Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-8120-50 serial # - (B)(4) description - artisan 2x8 paddle lead (with slotted electrodes), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient's entire precision system was explanted due to infection. The infection was located in the middle of the back. The physician stated that the infection is not device related. The patient was prescibed oral antibiotics.the patient is recovering well from the infection.